Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the light guide (lg) lens has a chip. Based on the results of the investigation, likely probable causes are such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the light guide (lg) lens has a chip. There was no report of patient involvement.